Event description:
During an elective replacement procedure, it was not possible to connect the high voltage lead into the header of the new device due to the lead not fitting properly. A new device was used to resolve the event. The patient was stable.

Manufacturer narrative:
The reported field event of lead connection issue was not confirmed in the lab. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.